Event description:
Patient with a history of atrial lead malfunction two months earlier. Admitted for atrial lead repositioning. In the or there was no sensing of the atrial leads with high thresholds. On fluoroscopy, it was seen that the lead had pulled itself out of the j position and was malpositioned. An attempt to properly reposition the lead failed. The lead was removed.